Event description:
It was reported to philips that the customer was unable to perform x-rays with the footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was finished by pressing the footswitch again because the problem was intermittent. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-rays with the footswitch. Upon troubleshooting, fse identified that the wired footswitch cable was damaged. To resolve the issue, fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and the cause of the failure was found to be that there were many cuts in the cable, and the bracket was loose. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.